Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that the mobile programmer application froze was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was difficult to pair the mobile programmer base and patient connector to the hosting tablet. It was noted that the patient connector was able to be paired by changing the room or turning off wi-fi during pairing. It was further reported that whilst the base was initially connected and the implantable pulse generator (ipg) was interrogated, the mobile programmer screen froze after loading software and a diagnostic message was displayed "please connect the base" although it was connected. It was noted that the mobile programmer application was closed and re-started however the base was unable to be re-connected. The user was unable to attempt pairing by moving rooms as was performing the task on their own and switched to a legacy programmer and analyzer to complete the procedure. The mobile programmer and patient connector remain in use. No patient complications have been reported as a result of this event.